Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string was missing from a pessary prior to use and did not seek medical attention. Consumer found the string caught in/on tube. No further information has been received.